Event description:
Customer reportedly obtained results of 420mg/dl and 160mg/dl on the active system within 10 minutes. An additional comparison reported results of 136mg/dl, 142mg/dl, 151mg/dl, 113mg/dl, 235mg/dl, and 104mg/dl on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.